Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. However, it should be noted, customer reported he had contacted the FDA about this event prior to contacting adc and had sent his meter to the agency. The serial number of the meter is unknown; hence the device manufacturer date for the reported meter is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 he encountered an unspecified quality issue with his adc blood glucose meter. Customer further reported that at approximately 10:30 pm on that date he began to feel "dizzy and confused" and was "sent to the emergency room". It was further reported he was treated with unspecified "intravascular medications", but he did not know what was actually administered to him. There was no report of death or permanent injury associated with this event.